Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the evfxplus-34 transcatheter aortic valve, an infold was noticed at 80% deployment. The valve was removed and replaced with a new valve. No patient complications have been reported as a result of this event. Additional information was received that a misload was not identified during loading because crown overlap appeared to node three, however, review after the procedure showed a misload as the overlap was to node four. The infold was first noticed during first deployment. The valve was recaptured once due to the infold and then withdrawn from the patient. Per the physician, the patient's annular and aortic calcification contributed to the infold.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in four ziplock bags in an evolut jar in a cloudy, unknown solution. The valve exhibited discoloration consistent with blood contact. The valve was received in a compressed state. All leaflets are slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. All leaflets appear wrinkled or creased along with frame imprints, showing evidence that the valve set in a crimped position for an unknown duration of time. All leaflets are intact. Leaflets l3 and l2 were partially in a closed position. L1 was in a partially open position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in a warm (approximately 37 °c) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a deployment simulation as per the instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The c-paddle was a little off. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no in-fold was noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No in-folds were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012524106); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012690271); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the evfxplus-34 transcatheter aortic valve, an infold was noticed at 80% deployment. The valve was removed and replaced with a new valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: twenty nine images of the event reported were provided. There was no executive summary or computed tomography (CT) provided for anatomical considerations. A fluoroscopy valve check was provided and appears to be a misload. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misload was not identified and the valve was used for the procedure. Evidence shows a pre balloon aortic valvuloplasty was performed prior to the valve implantation. It was reported that during the first deployment attempt the infold was present. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported the infolded valve was removed from the body. A new valve was used and successfully implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.